Manufacturer narrative:
Returned device was received in worn physical condition. The keypad is punctured, the battery door cracked and the left plunger case is also cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the alarm could not be replicated with the pump. The speaker was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump failed during a background test. No adverse events were reported.